Event description:
Healthcare professional reported unknown side implant leaking around the filler valve. Patient contact did occur. Device was not implanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: valve leak and/or damage: not observed. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "leaking around the filler valve".

Event description:
Healthcare professional reported implant leaking around the filler valve prior to implantation. Patient contact did occur; device was not implanted.